Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed that the iabp would try to boot up, but would never fully boot and system failure tone was heard. To address the issue the fse replaced the power management pc board. The fse noticed that the console cabinet screws were missing and that the customer will replace. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed that the iabp would try to boot up, but would never fully boot and system failure tone was heard. To address the issue the fse replaced the power management pc board. The fse noticed that the console cabinet screws were missing and that the customer will replace. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) only alarms when the device is turned on. It is unknown under which circumstances this event occurred. However, no death or injury was reported.